Manufacturer narrative:
Qc prior to and after the event was within lab-established ranges. A field service engineer (fse) replaced the cracked electrolyte injection cup (eic) and serviced the instrument. The fse verified the instrument's performance. Root cause is unknown.

Event description:
A customer contacted beckman coulter inc. (Bci) and reported that physician questioned low anion gaps on samples tested on unicel dxc 800 pro synchron clinical systems. The lab reran the samples on their other instrument. The anion gaps were higher. When run on the other instrument, na recovered higher, cl recovered lower, and co2 recovered the same or lower. Of the 4 patient results provided, the difference in na on two patients slightly exceeded assay precision claims. The remaining na, cl and co2 differences were within the precision of the assays. No results were amended. Patient treatment was not affected in connection with this event.